Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 16114071, 16466975, description: next generation anchor kit-sterile; model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg and had to charge the ipg in extended period of time. It was noted that the pocket was superficial and may have been an overheating issue. It was also reported that the patient had inadequate stimulation due to lead migration. The patient had a placement issue with the ipg and leads. The patient underwent a revision procedure wherein the ipg and leads were replaced. The physician was unsure if there was device malfunction.

Manufacturer narrative:
Additional information was received that the serial number of one of the additional suspect medical device components involved in the event (sc-2218-70 sn (B)(4)) was updated to sn (B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg and had to charge the ipg in extended period of time. It was noted that the pocket was superficial and may have been an overheating issue. It was also reported that the patient had inadequate stimulation due to lead migration. The patient had a placement issue with the ipg and leads. The patient underwent a revision procedure wherein the ipg and leads were replaced. The physician was unsure if there was device malfunction.